Event description:
On 04/19/2010, company representative reported the patient had an accident with the insertion assist device. Company representative stated 'patient went to insert a new headset, pulled tensioning element of the insertion device back, unlocked it, put it against his skin, pushed release button; however, the device did not go off.' Company representative added, he looked at the end of the insertion assist device, the device then went off and the needle stuck him in the eye, went through his contact lens and through the colored part of his eye. Company representative reported the patient lost vision for 2 hours following the incident but has gained full eyesight. Company representative stated the patient went to his regular eye doctor, who sent him to a specialist. Company representative reported the specialist advised the patient his eye was leaking fluid. Treated him and put an eye patch on him for a day. Company representative stated the patient went back to see the specialist after a day and the doctor advised him his eye was healing fine and should have a full recovery. Company representative reported the doctor further advised the patient they found some diabetic retinopathy and has begun treating him for the secondary condition. Company representative stated: the patient and his trainer have a scheduled meeting sometime next week to review use of the insertion assist device and to make sure the patient is following proper procedure. On follow up call to the patient on (B) (6) 2010, patient reported he has used the insertion device 2 or 3 times since the incident and has not had an issue. Patient stated he did not have any issues prior to the incident. Patient reported he is healing fine and his eye is getting better. Product was replaced and requested return of the suspect product for evaluation.